Manufacturer narrative:
The full patient identifier for this event is (B)(6). The customer did not provide patient demographics such as date of birth, weight, ethnicity or race. A beckman coulter field service engineer (fse) was dispatched to assess system performance. The fse (field service engineer) replaced the precision pump seals, wash pump seals, wash pump home sensor, wash valve home sensor, and the wash/precision valve manifold. Due to multiple interventions performed, a specific part cannot be identified as the sole contributor of this event. In conclusion, the cause of this event is a hardware malfunction.

Event description:
On (B)(6) 2021 the customer reported non-reproducible erroneous elevated tni (access accutni+3, part number a98143 and lot number 124772) results were generated on the customer's access 2 (access 2 immunoassay analyzer a25640 and serial number (B)(4)). The patient, a (B)(6) female, was admitted for chest pain; the customer reported the patient was transferred to another hospital where a cardiac catheterization was performed. After the cardiac catheterization was performed, the customer reported lower results were obtained with an alternate methodology for troponin t assay (alternate methodology and platform not provided). There was a report of change to patient treatment or management which occurred in connection with this incident. The customer reported the patient was transferred to another hospital where a cardiac catheterization was performed. No additional information regarding patient treatment or outcome was provided. Customer reported failing calibrations and failing system check at the time of the event. Wash valve/pump motion errors were reported. No issues with sample integrity were reported by the customer. Sample type, collection and processing information such as centrifugation time and speed, sample storage or other sample information was not provided. A beckman coulter field service engineer (fse) was dispatched to assess system performance.

Manufacturer narrative:
The full patient identifier for this event is (B)(6). The customer did not provide patient demographics such as date of birth, weight, ethnicity or race. A beckman coulter field service engineer (fse) was dispatched to assess system performance. The fse (field service engineer) replaced the precision pump seals, wash pump seals, wash pump home sensor, wash valve home sensor, and the wash/precision valve manifold. Due to multiple interventions performed, a specific part cannot be identified as the sole contributor of this event. In conclusion, the cause of this event is a hardware malfunction.

Event description:
On (B)(6) 2021 the customer reported non-reproducible erroneous elevated tni (access accutni+3, part number a98143 and lot number 124772) results were generated on the customer's access 2 (access 2 immunoassay analyzer a25640 and serial number (B)(4)). The patient, a (B)(6) female, was admitted for chest pain; the customer reported the patient was transferred to another hospital where a cardiac catheterization was performed. After the cardiac catheterization was performed, the customer reported lower results were obtained with an alternate methodology for troponin t assay (alternate methodology and platform not provided). There was a report of change to patient treatment or management which occurred in connection with this incident. The customer reported the patient was transferred to another hospital where a cardiac catheterization was performed. No additional information regarding patient treatment or outcome was provided. Customer reported failing calibrations and failing system check at the time of the event. Wash valve/pump motion errors were reported. No issues with sample integrity were reported by the customer. Sample type, collection and processing information such as centrifugation time and speed, sample storage or other sample information was not provided. A beckman coulter field service engineer (fse) was dispatched to assess system performance.